Event description:
Reportable based on device analysis completed on 04dec2025. It was reported that inadequate packing and failure to advance occurred. A 2x4 embold fibered was selected to embolize a left gastric artery bleed. On first deployment, the coil would not form appropriately. The coil was recaptured in the sheath but then would not advance from the sheath for re-deployment. The coil was removed, and a new 2x4 embold fibered coil was used to finish case. There were no patient complications as a result of this event. However, device analysis revealed coil separation at the proximal couplers.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of a 2x4 embold fibered. Visual examination revealed separation at the proximal couplers and the coil was stuck inside the protection sheath. Inspection of the remainder of the device presented no other damage or irregularities.